Event description:
It was reported that the patient presented for routine follow-up. Abdominal pacing was observed. The right atrial lead exhibited loss of capture and loss of sensing. X-ray confirmed that the lead had dislodged. On (B)(6) 2014 the device was reprogrammed. No intervention was planned. The patient was scheduled for follow-up in one year.